Event description:
A patient was admitted in cardiogenic shock and had a coronary angioplasty performed in (B)(6). The team observed the need for hemodynamic support and placed an impella cp. The complainant had the cp exhibit low flows, kink, and stop. When the team attempted to un-kink and snare the pump the pump was damaged and in 2 pieces. One piece remained in the patient and one piece was successfully explanted. The patient later expired with multiorgan failure.

Manufacturer narrative:
The medical center in (B)(6) has not yet released and returned any portion of the impella pump, imaging, or data logs. The investigation is awaiting information and data from the field hospital at this time. Should information or product be shared that leads to a root cause, a final report will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.